Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete.

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the lesion had mild tortuosity, mild calcification, a 90% stenosis. The 2.0 x 12 mm voyager nc balloon catheter was used for pre-dilatation; however, the balloon ruptured at around 16 atm when inflated for the second time. Then, debulking was performed using rotablators, and a 2.5 x 23 mm xience v stent was implanted. The procedure was completed after post-dilatation with a 2.5 x 12 mm voyager nc balloon catheter. No additional information is available.